Event description:
The customer reported that their central nurse's station (cns) won't boot up.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) won't boot up. Their monitors are set to 1920x1080 instead of 1920x1200 (not listed in dropdown for display resolution). No patient harm was reported.